Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that CT imaging discovered a type ia endoleak. The physician elected to implant an endurant aortic cuff proximal to the aui and intentionally covered the renal arteries in order to gain more seal. There was a slight proximal type I endoleak after the aortic cuff placement. The physician elected to implant eight heli-fx endoanchors and the endoleak was resolved. The physician stated that the cause of the initial type I endoleak could not be determined. The physician determined that the cause of the persistent type I endoleak, after the cuff was implanted, was due to aortic angulation. No additional clinical sequelae were reported and the patient is fine.